Manufacturer narrative:
Concomitant medical products: t505u225 tissue valve, implanted: (B)(6) 2011. Ddbb1d1 ICD, implanted: (B)(6) 2016. 407458 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing was noted on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.